Manufacturer narrative:
Consumer stated that a black substance was coming out between the toothbrush handle and brush head and made them ill.

Event description:
Consumer called stating that a black substance was coming out of their toothbrush between the handle and brush head and made them ill.

Manufacturer narrative:
The root cause of the customer's complaint is inertia ring issue.